Manufacturer narrative:
(B)(4).. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure performed on an unknown date. According to the complainant, during the procedure the gold probe failed to cauterize. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event. It was reported that there was no damage or adverse effects to the patient at the conclusion of the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.